Event description:
It was reported that the customer has been experiencing low and high blood glucose levels (600-650 mg/dl), resulting in diabetic ketoacidosis. Manual injections were taken to stabilize blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.